Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. The report contains also the investigation outcome. According to the complaint description, the device alarmed with "panel connection lost". It is important to emphasize that no patient was involved at the time of the event. Additionally, the logfiles have not been received for analysis. A replacement esm vu was provided to the user to address the reported issue. According to the information received, this resolved the issue. Hamilton medical considers this case closed.

Event description:
Hamilton medical ag received the following event description: the device alarmed with panel connection lost and will not turn off and keeps alarming . No patient involvement.